Event description:
It is reported that a customer experienced low blood glucose of 2.7 mmol/l. The customer was hospitalized on (B)(6) 2015 for their low blood glucose. The customer was assisted with trouble shooting and was informed that the reservoir will be replaced. The customer was sent a replacement reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.